Manufacturer narrative:
One 2.0mm quick release drill was returned in two pieces (larger main body segment and a smaller tip segment); both fragments were returned for examination under magnification. Photos are predominately of the tip segment, as the main body segment is too large to place under the camera. Drill exhibits a fracture region with fracture surfaces sitting varying degrees to the device axis; some surfaces are perpendicular, oblique, or parallel to the axis. Fracture surfaces are lightly textured; fracture region is jagged, sharp to the touch, and has stepped fracture surfaces at different heights. A small thread/spindle of metal material has sheared off/separated from the fracture region. The helical flutes of the drill additionally exhibit damage/dulling on the tips of the drill flutes, and do not appear sharp to the touch. The helical flutes of the drill additionally exhibit deformation, where the clockwise (as viewed from the tip end) spiral of the flutes reverses into a counterclockwise helix. Lastly, the tip fragment of the drill exhibits a slight off-axis bend. No definitive conclusions can be made.

Event description:
It was reported that during surgery using an al2 plate, the drill was broken. The drill was able to be extracted and is not left behind in the body. There was no adverse consequences reported.